Event description:
After the second lap band procedure was completed the staff determined that one of the inserts was missing from the needleholder. The end user does not know where the insert is, therefore, an xray is planned for each patient in both procedures.

Manufacturer narrative:
The manufacturer was informed 09/12/2007 to investigate the cause of the missing insert from the needle holder. A follow-up report will be sent to FDA once investigation is completed. The needle holder is with the manufacturer in another country for evaluation.